Event description:
It was reported that twenty days post-implant, the clinical study patient ((B)(6) cartesia extend 3d study) experienced pain above their right eye with mild severity. The pain was possibly due to the deep brain stimulation (dbs) frame, which is not a boston scientific device. The patient was treated with medication and the event was resolved. The physician assessed the event as having a probable relationship to the procedure. However, the relationship to the boston scientific device and device stimulation was assessed as not related. Additional information was received that the event is ongoing.

Event description:
It was reported that twenty days post-implant, the clinical study patient experienced pain above their right eye with mild severity. The pain was possibly due to the deep brain stimulation (dbs) frame, which is not a boston scientific device. The patient was treated with medication and the event was resolved. The physician assessed the event as having a probable relationship to the procedure. However, the relationship to the boston scientific device and device stimulation was assessed as not related.